Event description:
This report is in reference to a (B)(6) patient. It was reported the patient experienced discomfort at their ipg site due to where it was located. In turn, the patient's ipg was explanted and replaced. The replacement ipg was implanted at a new location. Surgical intervention addressed the patient's issue.